Event description:
Boston scientific received information that this right atrial (ra) lead displayed pace impedance measurements over 2000 ohms and was found to be fractured. This issue was observed during a pacemaker change out for normal battery depletion. As a result of the lead being fractured, the pacemaker was programmed vvir and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.